Manufacturer narrative:
Additional information: d9, h3, h6, h10: the device was received for evaluation. During functional flow rate testing, the device did not deliver within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment pressure plate. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a flow rate test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.